Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra fine¿ mini insulin pen needle failed to deliver insulin during the injection. The following information was provided by the initial reporter: "several needles are clogged. I have to make several attempts of injections which are unsuccessful. Sometimes the insulin doesn't come out, sometimes it doesn't come out all the way. I have to try several needles in order to find one that works. On a box of 100 needles, several are wasted because they are non-functional."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 17-apr-2023. H6: investigation summary the customer returned (3) open pen ndl 31ga 5mm pro pen needles reporting needle clog. All (3) pen needles were visually examined and observed no damages on the returned samples. A clog test is performed on the returned samples and observed proper flow through cannula without any clog issues. Based on the samples returned, embecta was not able to confirm the reported failure. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was not able to confirm the customer indicated failure of needle clog. Root cause cannot be determined as the reported failure could not be confirmed.

Event description:
It was reported that the bd ultra fine¿ mini insulin pen needle failed to deliver insulin during the injection. The following information was provided by the initial reporter: "several needles are clogged. I have to make several attempts of injections which are unsuccessful. Sometimes the insulin doesn't come out, sometimes it doesn't come out all the way. I have to try several needles in order to find one that works. On a box of 100 needles, several are wasted because they are non-functional."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ mini insulin pen needle failed to deliver insulin during the injection. The following information was provided by the initial reporter: "several needles are clogged. I have to make several attempts of injections which are unsuccessful. Sometimes the insulin doesn't come out, sometimes it doesn't come out all the way. I have to try several needles in order to find one that works. On a box of 100 needles, several are wasted because they are non-functional."